Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, hematoma, ischemia and pseudoaneurysm and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis and failure to deploy could not be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis and failure to deploy could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention was likely related to case circumstances. The patient effects of hemorrhage, hematoma, ischemia and pseudoaneurysm are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated d4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title ¿vascular closure device failure: frequency and implications a propensity-matched analysis¿

Event description:
The objective of this study is to evaluate the frequency of vascular closure device (vcd) failure in contemporary practice and the implications, with regard to vascular complications, of such a failure. In addition, to evaluate the risk of vcd failure in the two most frequently used collagen plug-based versus suture based vcds. Adverse effects potentially related to the proglide device included: unsuccessful deployment, failure to achieve hemostasis, retroperitoneal hemorrhage, limb ischemia, surgical repair, groin bleeding, hematoma (>5 cm), pseudoaneurysm, arteriovenous fistula, manual compression and the use of a femostop to achieve hemostasis. The study concluded that although vcd failure is rare, when it fails it is associated with a significant increase in the risk of vascular complications. Details are listed in the article, titled "vascular closure device failure: frequency and implications a propensity-matched analysis."